Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 40 mg/dl. The suspend on low limit in sensor settings was 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.